Event description:
Additional information received from the patient. It was reported that the patient was still having trouble with their controller even after receiving the replacement recharger. The patient said they never had problems with their recharger and knew it was an issue with the controller. When recharging it would stop at 30-40% of their implantable neurostimulator (ins) being charged; the patient had difficulty recharging the ins. The patient inspected the battery compartment and the controller port and said they looked good. The patient also noted that they were recharging their ins when their controller became unresponsive. The patient was walked through removing the battery pack, plugging the controller into the ac power supply, and they confirmed the device powered on. They re-inserted the battery and confirmed the green light on the controller was flashing. A replacement controller was requested. No symptoms or further complications reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 97745 lot# serial# (B)(6) implanted: explanted: product type programmer, patient product ID 97755 lot# serial#(B)(6) implanted: explanted: product type recharger product ID 97745bp lot# nlh021601n serial# implanted: explanted: product type accessory medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
2021-(B)(6) rpl 303689 rtg0174813 (con): information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that pt asked about a "low battery" message reported - pt stated when he plugs the controller in to ac power the controller is at 100% pt stated he did see on the controller screen a "defect message" contact your medtronic representative - asked unknown message details late last week. Pt reported issues charging on and off for the past 6 months he has had difficulty -pt mentioned he is having to charge his ins battery more often.pt stated he has not changed his programming or adjusted simulation pt stated his rep adjusted stimulation 6-7 months ago last pt stated he charged last 3 days ago but he used to be able to go 5-7 days between charges. Pss suggested that pt have his ins battery / programming checked. Pt plugged the rtm cord in to charge the ins b attery - no device found message initially - pt did connect to charge while on the phone with pss and stated he is charging with excellent quality the ins battery appears to be "low" the issue was not resolved through troubleshooting. Pss is sending repair team a request for the rtm cord. 2021-(B)(6) rpl 308819 rtg0174813 rtg0192709 (con.): additional information received from the patient. It was reported that the patient was still having trouble with their controller even after receiving the replacement recharger. The patient said they never had problems with their recharger and knew it was an issue with the controller. When recharging it would stop at 30-40% of their implantable neurostimulator (ins) being charged; the patient had difficulty recharging the ins. The patient inspected the battery compartment and the controller port and said they looked good. The patient also noted that they were recharging their ins when their controller became unresponsive. The patient was walked through removing the battery pack, plugging the controller into the ac power supply, and they confirmed the device powered on. They re-inserted the battery and confirmed the green light on the controller was flashing. A replacement controller was requested. No symptoms or further complications reported. 2021-10-12 rtg0224418, rpl 317884 (con): information was received from a patient (pt) regarding an external device. The reason for call was the patient stated they were having problems with their controller a couple months ago and got a replacement, but was told to use their old li battery (pss understood as them saying li battery was not replaced - only controller). They then said "well my old battery is dead" and went on to clarify that yesterday when they went to charge the implant, the controller started at 100% but by the time the implant had gotten to 60%, the controller was already depleted so the patient had to charge controller in order to finish charging the implant. Pt said their controller battery had been going down over time, and said this was about the 2nd or 3rd time they had to stop to charge the controller. The patient said a couple times before that, the controller would get down to about 30% charge by the time the implant had gotten to 90% charge. They asked the patient to clarify event date, and they said their li battery wasn't that strong when they called in about the controller issue a couple months ago, and clarified since that last issue. The p atient's controller battery is not lasting as long - now controller battery will be depleted when ins is only 60% charged so the patient would have to charge the controller before finishing charging ins. No patient harm reported. An email was sent to the repair d epartment to replace the li battery as rtm and controller were recently replaced.

Manufacturer narrative:
Concomitant medical products: product ID 97755, serial# (B)(4), product type recharger. Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient (pt) asked about a "low battery" message reported. They stated when he plugs the controller in to ac power the controller is at 100% pt stated he did see on the controller screen a "defect message" contact your representative, asked unknown message details late last week. They reported issues charging on and off for the past 6 months he has had difficulty. They mentioned he was having to charge his ins battery more often. They stated he had not changed his programming or adjusted simulation. They stated his rep adjusted stimulation 6-7 months ago last pt stated he charged last 3 days ago but he used to be able to go 5-7 days between charges. It was suggested that the pt have his ins battery / programming checked. They had plugged the rtm cord in to charge the ins battery and saw 'no device found' message initially. The pt did connect to charge while on the phone with patient services and stated he is charging with excellent quality the ins battery appears to be "low" the issue was not resolved through troubleshooting. They were being sent a new rtm cord.